Event description:
The customer contact reported the pump did not alarm when a distal occlusion was present. The pump was returned to the biomedical engineering dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump did not alarm when a distal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility on (B)(4) 2010. During testing, the device did not alarm when a distal occlusion was present. This was due to grease on the half nut. This allowed the half nut to slip on the lead screw when occlusion pressure built. The cause for the grease on the half nut could not be determined. (B)(4).